Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the sites hand held was freezing during interrogations of vns patients devices. The physician continuously had to remove and re-seat the flashcard to temporarily resolve the issue. Attempts to obtain the non-working device have been made, but have been unsuccessful to date.